Manufacturer narrative:
The exact cause of the alarm cannot be determined. The reported blood loss is attributed to the operator discontinuing treatment without trying to resolve alarm or perform rinseback. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has provided additional training to the operator. No similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
An arterial air alarm occurred during a routine hemodialysis treatment, which could not be resolved. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.